Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/compromised force sensor system and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer reported via phone call that the insulin pump had motor error and no delivery. The customer's blood glucose value was 158 mg/dl. Customer reported the drive support cap appears normal. Customer did not report motor position encoder error alarm. Customer was able to complete pump rewind. Insulin pump alarm history contains more than one motor error alarm within the last 30 days. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.